Manufacturer narrative:
Evaluation results: a lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens, but the lens flipped while being inserted and was removed. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the lens was torn removing it from the eye.